Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional device product code is hrx. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jun 2, 2016. Expiration date: jun 1, 2018. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a level l2 kyphoplasty procedure on (B)(6) 2017 the synflate balloon burst inside of the patient's vertebral body. According to the surgeon, the balloon was inflated approximately 3.5-3.7ml and the inflation system read a pressure of approximately 25atm at the time of the rupture. After removing the ruptured device, the surgeon completed the procedure with an alternate balloon. The procedure was completed successfully; however, status of the patient is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture: jun 2, 2016. Expiration date: jun 1, 2018. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.